Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer fell on the pump which shattered the touchscreen and damaged the housing around the touchscreen. Subsequently, the pump became unresponsive due to an unspecified malfunction. The customer reported that manual injections would be used for insulin therapy. The customer's blood glucose (bg) level was 72 mg/dl, due delivering too large of a bolus via the pump, because of miscalculating carbohydrates for a meal. The customer consumed carbohydrates to address bg level.